Event description:
When a physician used the subject device for a left hemicolectomy, the probe broke and the distal ends fell off inside the pt's body. The broken piece of the probe was taken out. The physician replaced the subject device wit a different unit of same make. There was no pt harm reported.

Manufacturer narrative:
The subject devices were returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the probe broke down at 17mm from the distal end. And there was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. Therefore, we have concluded that the probe was scratched because the probe was contacting a hard object such as metal clip when ultrasonic output was activated. In addition, since the physician continued to use the damaged device, and the probe tip broke.